Manufacturer narrative:
The returned device was evaluated. Bends and kinks were identified in the exposed portion of the cannula. Fluid path testing showed that insulin was not able to pass out the distal tip and exited the cannula through a hole at the tip of the formed needle. The cause and timing of the damaged cannula was not determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 314 mg/dl while wearing the pod between 36 and 48 hours. Patient noticed the pod was leaking; initially noticing a wet spot on her pod and that it was coming from the top of the pod.